Manufacturer narrative:
Sample is li heparin plasma. The primary collection tube was loaded and processed through the close tube accession (cta) qc was within the customer's established ranges prior to and after the erroneous result. On (B)(6) 2011, weekly maintenance was performed. The system check was performed four times before it passed with a washed %cv of 9.51%. After the erroneous result the customer performed a mini precision run with good results. A bci field service engineer (fse) performed the followings: a diagnostic system check was performed and passed. Pm and found the precision and wash valves to be dirty. Cleaned the precision and wash valves replaced the sample pipettor. All verification test met specifications. Although hardware issues were addressed and the likely root cause, no definitive device failure could be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving accutni results above the acute myocardial infarction (ami) cut-off on one patient sample generated by the unicel dxc 600i synchron access 2 clinical system. The result was not reported out of the laboratory. The sample repeated as well as a second sample was run on the same unit and lower results within the normal reference range were obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.